Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, there was placement difficulty and "a lot of friction while inserting through the sheath." The helix "came out before rotation" and on being retraction came out again inside the heart. The physician removed the lead, placed it on the table, and the helix did not fully retract. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.